Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach during a laparoscopic radical gastrectomy procedure for gastric cancer, there was a poor staple formation and the staple line was incomplete in the distal part. They hand sewn to fix the staple line. They changed a new device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.